Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump received excessive no delivery alarms and a motor error alarm. It was also reported that insulin pump was trying to rewind on its own. Customer's blood glucose was 427 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Customer declined checking for leaks or air bubble; site or insulin issues; and settings. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery or motor error alarms were noted. The motor passed the motor test. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.